Event description:
It was reported to medtronic minimed that the customer experienced damage and issue related to low battery. Customer mentioned that the pump stopped working. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer mentioned that the pump functionality was affected. No harm requiring medical intervention was reported. The customer will discontinue the use of pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a blank display after battery installation due to misaligned battery tube caused by a crack at the battery compartment, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test, download the trace and history files using thump (download difficulty), and verify charge/battery lasts less than expected due to the blank display. The pump was cut open to perform a visual inspection. Removed the motor support cap and realigned/repositioned the battery tube back into place. The pump powered up successfully verifying the misaligned battery tube caused the pump to alert "insert battery" during user operation and the blank display during testing due to loss of battery tube/battery cap connection. Retrieved the pump software version and verified the internal serial number. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, stained serial number label, pillowing keypad overlay, cracked battery compartment, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. The complaint of blank display and unexpected battery power loss are confirmed due to the misaligned battery tube caused by the damage on the battery compartment. Download difficulty is confirmed due to the blank display. Charge/battery lasts less than expected is unknown due to the blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.